Manufacturer narrative:
(B)(4).

Event description:
The foreign distributor contacted dexcom on behalf of patient on 06/30/2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A data log could not be retrieved because the receiver was unable to communicate with the communication tool. Due to the condiiton of the devcie, the reported event of a firmware error was not confirmed. A root cause could not be determined.